Event description:
The customer reported that the device could not discharge and select the energy. There was no pt involvement as this was found during testing of the device.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.